Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The date of event is either (B)(6) 2018 or (B)(6) 2018. Clarification on the correct date has been requested but has not been provided. The initial hcg + b result was 271.4 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated in a plasma tube with a result of 5703 miu/ml. The sample was repeated in a serum tube and the result was 5869 miu/ml. The sample was repeated in another tube and the result was 6945 miu/ml. The sample was repeated in a primary tube and the result was 7333 miu/ml. The customer did not have problems with other patient samples. There was no allegation that an adverse event occurred. The hcg + b reagent lot number and expiration date were not provided. The liquid level detection of the instrument was checked and the sample line was cleaned. The procell/cleancell filters were checked as the customer had received some aspiration alarms between (B)(6) 2018 and (B)(6) 2018.

Manufacturer narrative:
Qc results from the day of the event were within the acceptable range. Based on the information provided, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The date of event was confirmed to be (B)(6) 2018.

Manufacturer narrative:
The patient was admitted to the hospital with abdominal pain and vomiting and was diagnosed with an ectopic pregnancy where she underwent surgical treatment.